Manufacturer narrative:
Device received with a critical pump error (open book error) an a broken force sensor was detected during seating or regular delivery error alarm found in the formatted history file due to force sensor zero offset out of specification. The force sensor measured to be. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm. The customer¿s blood glucose level was unknown mg/dl at the time of the incident. The customer stated that troubleshooting was performed for the critical pump error alarm and they received the critical pump image on the screen. The insulin pump will be returned for the analysis.